Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced nighttime hypoglycemia after a healthcare provider adjusted glucose targets to higher settings, and the caregiver requested guidance on next steps if lows continued. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting education and recommendation to allow time for target adjustments to take effect, with the option to schedule additional training if targets were not effective. Investigation of this case revealed no device malfunction or alarm-related issues and suggested that the hypoglycemia was of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.